Event description:
A (B)(6) advia centaur xp (B)(6) result was obtained on a patient sample and confirmed when the customer performed confirmatory testing. The physician questioned the result and had the patient redrawn. The patient sample was tested for (B)(6) and the result was (B)(6) that was not confirmed with the confirmatory testing. The patient was redrawn again and tested for (B)(6). The result was (B)(6) and confirmed with the confirmatory testing.it is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant hbsag confirmatory results.

Manufacturer narrative:
The cause for the discordant (B)(6) confirmatory result is unknown.the calibrations and daily qc were acceptable.the instrument is performing within specifications.no further evaluation of the device is required.